Manufacturer narrative:
H6: we have now concluded our investigation into the reported complaint. As no lot number information was provided a review of the device history record could not be carried out. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported complaint and the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during npwt, utilizing pico 7, was showing all lights up. It is unknown how treatment was resumed. No patient injuries or other complications were reported. No further information is available.